Event description:
It was reported that externalized conductors were observed via fluoroscopy. Lead will be monitored.

Event description:
New information received noted that during device change-out due to normal eri, the lead was capped and replaced. The patient tolerated the procedure well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.